Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings issue. The patient stated that they had a blood glucose of 23.9mmol/l with drowsiness, symptoms of dehydration, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the bolus settings were incorrectly programmed. This report is being made due to the hyperglycemic event the patient experienced that resulted from incorrectly programmed bolus settings.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the black box begins on 04/28/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programmed bolus settings).